Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) stopped functioning due to fluid loss. The fluid loss, which was confirmed by the patient's physician, occurred approximately six months ago. The patient requested to have a revision surgery but was denied by their insurance company. The patient was referred for insurance assistance. The ipp remains implanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) stopped functioning due to fluid loss. The fluid loss, which was confirmed by the patient's physician, occurred approximately six months ago. The patient requested to have a revision surgery but was denied by their insurance company. The patient was referred for insurance assistance. The ipp remains implanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was later received indicating a revision procedure was performed in (B)(6) 2019. All components of the existing ipp were explanted and replaced with a new device. No patient complications were reported. No further information is available at this time.